Event description:
It was reported by the affiliate that the (1) 512sd and the (1) ms512 were used during a laparoscopic cholecystectomy procedure. It was reported that the safety release button would not set properly on the 512sd. The ms512 had a loose reducer and air leaked from the gasket. The case was completed with new devices and there was no consequence to the pt.